Manufacturer narrative:
H10: internal complaint reference: (B)(4). A1, a2, a3, a4 updated. Patient identifiers received. E1 updated. Facility address received.

Event description:
It was reported that during a shoulder cuff repair, the footprint suture anchor had rust. The procedure was completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review of the reported complaint found no similar reported events. A complaint history review for the observed broken anchor found similar reported events a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found that proactive process improvement measure was implemented after the manufacture of this device, and the device is now passivated to preserve the quality level of products over time. A certificate of compliance to material and processing specifications must be provided. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found an arthroscopic view of the device in use. There is an orange/brown substance on the laser marking of the device. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor is fractured. The shaft of the device has orange/brown substance resembling corrosion on the laser marking. There is biological debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The presumptive blood test could not be performed due to the condition the device was received. This case reports the suture anchor had rust. It is unknown if any of the anchor fragments or residue from the corrosion was retained in the patient. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The patient impact beyond the possible micro-motion and/or migration, and local irritation/discomfort due to broken fragments cannot be determined if it remains in the patient. No further medical assessment can be rendered at this time. This case reports the suture anchor had rust. It is unknown if any of the anchor fragments or residue from the corrosion was retained in the patient. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The footprint suture anchor is implantable, so biocompatibility of the device is not an issue but corrosion is unknown. The patient impact beyond the possible micro-motion and/or migration, and local irritation/discomfort due to broken fragments cannot be determined if it remains in the patient. No further medical assessment can be rendered at this time. ¿ the complaint of corrosion was confirmed, but the root cause could not be established. Factors that could have contributed to the reported event include damage to the packaging during transport or storage of the device, or exposure to excessive environmental moisture. The observed failure of a broken anchor was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (medical device problem code & component code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device contributed to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management found that the anticipated risk level is no longer adequate. A review of the part drawing found that proactive process improvement measure was implemented, and the device is now passivated to preserve the quality level of products over time. A certificate of compliance to material and processing specifications must be provided. A review of the customer provided image found an arthroscopic view of the device in use. There is an orange/brown substance on the laser marking of the device. The complaint was confirmed, and the root cause was associated with device design. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.